Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose was over 500 mg/dl. The customer treated the high blood glucose with a manual injection. The customer explained that the infusion sets were not locking in place and that subsequently not delivering insulin. The customer confirmed that they did not receive the no delivery alarm and that there was no leakage of insulin. The customer was unable to perform troubleshooting at the time of the call due to being at work. The customer was advised that the infusion sets would be replaced. The customer agreed to return the infusion sets for analysis.